Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/3.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. Lens rotation not associated to low vault was observed. On (B)(6)2022, lens rotation was performed. Lens reposition did not resolve the problem. On (B)(6)2023, the lens was exchanged with a replacement lens, and the problem was resolved.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) claim# (B)(4).